Event description:
New information received notes that the high pacing impedances on both the right atrial (ra) and right ventricular (rv) leads were identified during a patient-initiated remote transmission. Subsequent in-person device interrogation confirmed that the pacing impedances were within normal limits, and the previously noted high pacing impedances on the ra & rv leads were attributed to lead testing performed less than 24 hours post-implant. The patient was in stable condition.

Event description:
It was reported that the patient's low voltage lead exhibited high pacing impedance. No changes or intervention were reported. The patient condition was not known.